Manufacturer narrative:
(B)(4). Foreign source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon incoming inspection, debris was found in the sterile packaging. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. A visual evaluation of the returned product found a hair-like fiber in the sealed sterile blister. This complaint has been confirmed. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device was likely non-conforming to specification when it left zimmer biomet. The root cause of the reported event is operator error during inspection of the packaging for foreign materials. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.